Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Quantity of 6.

Event description:
After review of the journal article, the article indicated 5 different types of failures for the depuy all poly tibial trays. A 109 knees were implanted with a total of 17 failures requiring revision. No information is provided to differentiate between the patients. 6 patients were revised for pain , 3 patients were revised for tibial subsidence , 2 patients were revised for tibial loosening , 1 patient was revised for periprosthetic fracture, 5 patients were revised for progression of oa. There is no alleged device deficiency with these 5 patients. The article indicates all revisions occurred between 0.2-6.6 years after implantation. Four different tibial trays will be added to the complaint and reported for each identified failure/reason for revision.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.